Manufacturer narrative:
(B)(4). The commingled product that was inside of the package was: pn 905612, ln 611330. Manufacture date: oct 10, 2017. Sterile expiry date: oct 10, 2022. UDI: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an acl reconstruction procedure, it was discovered that the product inside was not the correct product and did not match the product ID on the outer label. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Products were returned and reviewed. The label on the outer package does not match the label on the inner package; therefore, the complaint is confirmed and the product was comingled. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause is related to production & process control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.